Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a software error alarm on the insulin pump. Customer stated that the pump turned itself off and then turned back on. Customer's blood glucose was 5.6 mmol/l at the time of the incident. Customer stated that the pump error did not occur during the rewind/load reservoir/fill tubing process. Customer stated that the bolus amount was recorded in the daily history and the error table indicates that the pump should be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to put pump in storage mode. Customer was told to hold the up arrow button to turn off the pump once the battery was removed, but it was not working. Customer was assisted and the pump turned off.

Manufacturer narrative:
The insulin pump error 53 was found in the formatted history file with a defect number due to a software error. The insulin pump powered up properly after battery installation. The insulin pump passed displacement test and self-test. No unexpected pump turning off anomaly noted. The insulin pump was received with minor scratched lcd window and case.